Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that during pump priming, the infusion pump repeatedly generated line occlusion alarms indicating a blockage, despite no visible obstruction in the tubing. On one occasion, the tubing was kinked; however, on another, no issue was identified. The alarm occurred only during priming and resolved spontaneously, allowing the infusion to proceed normally without interruption or missed doses. The medications involved in this event are opsumit, remodulin mdv (pap), sildenafil. No patient harm was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.